Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to stress of repeated use, external factors, or handling. The event can be detected/prevented by following the inspection method for the event is described as follows in ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Inspection of the endoscope 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope was unable to attach a leakage tester. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the coating on the image guide tube was peeling. This report is to capture the reportable malfunction of the peeling coating on the image guide tube noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the venting connector under grip was deformed; the adhesive on the bending section cover was detached; due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to a dent on the channel tube, the channel cleaning brush could not be inserted smoothly; and the connecting tube had a dent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.